Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lungs during a lung biopsy procedure performed on (B)(6) 2023. During the procedure, the coredx biopsy forceps failed to close inside the patient. The coredx forceps and the endoscope were removed from the patient together at the same time. It was reported that the procedure was completed successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of jaws failure to close in the lungs.